Event description:
It was reported that during a procedure a pericardial effusion occurred. The customer noticed a small pericardial effusion which was noticed on ice post insertion of the cs catheter and first ultrasound catheter at the beginning of the case. Initially, it was not clear if any bwi products were involved in this case. In the initial report, we were informed that a reprocessed soundstar was used and an ez steer thermocool catheter was opened but not used in the case making this event not reportable. However, after becoming aware of the following information, the reportability decision has been changed. After several follow ups, on (B)(6) 2011 we were notified that the ez steer thermocool catheter was actually used during the procedure and activation map of aorta and lvot was performed. Upon completion of mapping, the customer observed that the pericardial effusion had become larger and that the patient's blood pressure began to drop. The customer performed a pericardiocentesis and decided to continue with the case and remapped. But the patient's blood pressure dropped again and the customer drained more fluid from the pericardium. The customer then aborted the case and the patient was sent to the ICU. The patient's status was stable at the time the complaint was reported.

Manufacturer narrative:
(B)(6). The catheter was evaluated and it passed visual, deflection, electrical, leakage, temperature and generator tests. During patency flow test no occlusion in the pin holes of the tip was observed, however, a leakage was detected in the proximal section of the catheter. The device was dissected and it was found that the irrigation tubing was collapsed and cracked in the proximal section where it was leaking. This finding is not related to the condition reported by the customer. The exact cause of the reported event could not be determined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto 3 system us: catalog #: fg540000 (B)(4). Stockert 70 rf generator us: catalog #: s7001 (B)(4) (no rf energy applied during the case with this system). Coolflow irrigation pump us: catalog #: cfp002 (B)(4) (no rf energy applied during the case with this system). Navistar thermocool catheter us: catalog # unknown lot #: unknown. Accuson catheter (reprocessed device) us: catalog # unknown lot #: unknown. Cypress/ ultrasound system: model #: 08267219 (B)(4). Boston scientific/ polaris decapolar catheter (non- bwi product). The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to the bwi systems. The customer declined system service. The device history review was performed. No anomalies were noted in manufacturing or service of this system. (B)(4).